Manufacturer narrative:
The harmonic ace instrument has not been returned to intuitive for failure analysis.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the jaw of the harmonic ace instrument broke. A fragment fell inside the patient and was retrieved during the same procedure. The procedure was completed.